Manufacturer narrative:
No further data could be provided as the analyzer has been replaced at the customer site. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter was able to provide one example of discrepant results. The initial result was 131.3 mmol/l. The repeat result was 141.2 mmol/l.